Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture. The report of cysts have been deemed not device related. The device has been explanted.

Event description:
Patient reported right side rupture diagnosed via MRI. Patient later reported lump in the lower part of the breast, prolapse and change in shape of the breast. Magnetic resonance imaging (MRI) signs of intracapsular rupture of the right breast implant. Patient also reported "presence of single diffusely located small cysts up to 2-3 mm" which is not device related. Device has been explanted and replaced.